Event description:
During a nephrectomy procedure after cutting the renal artery (clamped), the surgeon attempted to secure the area with a covidien stapler which misfired, no staple released. A second stapler was obtained and performed as intended, no harm to patient, case proceeded without further incident. Staff did not mark the faulty device versus newly opened device that performed as intended. Possible lot #p3a0106m with expiration date 2024 or lot #p3a0462 with expiration date 2027.